Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The lesion being treated was located in the severely calcified, severely tortuous left anterior descending (lad) artery to left circumflex (lcx) artery. The lesion was predilated with an unknown size quantum maverick balloon. The physician attempted to place the 2.50x8mm taxus express2 drug eluting stent, but was unable to cross the lesion. During withdrawal, resistance was felt and the stent dislodged. The physician was able to remove the stent with a snare. The procedure was completed another taxus stent. Pt status reported as "good".